Event description:
It was reported that the carelink report indicated the right ventricular lead had a one time sudden spike in impedance to 2800 ohms. The patient was later seen in the emergency department and had the lead warning cleared. The lead polarity and monitoring were also reprogrammed and it was noted that all other measurements were within normal ranges. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.